Manufacturer narrative:
The reported event occurred on a cobas s201 instrument with serial number (b)( the investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. The reactive pooled sample exhibited a sigmoidal growth curve, indicative of true viral target amplification. The discrepant result between the reactive pooled sample and non-reactive individual donor testing may be attributed to a low hbv viral load near or below the assay's limit of detection (lod). This is consistent with the assay's performance characteristics, where hit rates may decrease near the lod, and CT values become less accurate. Additionally, the reactive hbv serology results for two donors with non-reactive nat results are consistent with an occult hbv infection, where low viral loads may result in results fluctuating between reactive and non-reactive. No systemic reagent issues were identified during the investigation.

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas s201 instrument. The allegation involves a pooled sample that generated a reactive hepatitis b virus (hbv) result on (B)(6) 2021 with a cycle threshold (CT) value of 45.6. The customer resolved the pool at the individual donor level, and all individual donor samples generated non-reactive results. Serology testing for hbv was reactive for two of the donors. Blood was not released.